Event description:
It was reported that an overinfusion of nitroglycerin occurred. The pump was set to infuse at 9cc/hr and within a few mins of starting the infusion, nurse noticed medication bottle was infusing at a faster rate. There was no resultant pt complication.

Manufacturer narrative:
MFR's report date 11/20/97. The pump was rec'd and was visually and functionally tested. Visual inspection found the inspection seal missing. Also noted was dried solution spillage in and around the mechanism and latch causing gum up. Initial accuracy testing verified the reported overinfusion due to the solution spillage. The "gummed up" condition was causing stiff or sluggish operation, allowing the freeflow to occur. The mechanism was cleaned per the cleaning procedure and accuracy was retested. The pump passed all MFR's specs. A safety alert bulletin was issued july 26,1991 on the proper cleaning and maintenance of the pumping mechanism. This report was filled out by the MFR.